Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The damaged part was sent back to the manufacturer for further analysis where it was found that the threads of the adjustment screw were worn down in the middle of the travel causing issues setting and releasing the clamp. This issue was documented in a medtronic navigation hardware tracking database.

Event description:
A site representative reported that the spinous process clamp was damaged. No patient was present during the time of the reported incident.